Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal readings and when using a new vial of test strips. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The reporter stated that the alleged issue began on (B)(6) 2016, 11:31am. The patient obtained alleged inaccurate high results of 178, 151 and 130 mg/dl on the subject meter compared to feelings normal results and test strips from a new vial no results were available for. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medications diet and/or exercise and denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient stated that 10 -15 minutes after the alleged issue started he developed the symptoms of shaking and dizziness. It is unclear what, if any treatment the patient took for his symptoms. On (B)(6) 2016, 12:00 noon, he reported taking oral medications of nateglinide 60mg. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Strip information for second vial was unavailable. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.